Manufacturer narrative:
Batch review performed on 08 february 2022: lot 115299: (B)(4) items manufactured and released on 15-mar-2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2018.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner 6 years and 5 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department . Hip revision surgery was performed 7 years after total hip arthroplasty. The radiographic image provided shows the presence of radiolucent lines in zone 1. No information concerning the patient's general health status and the presence of comorbidities is available. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason for this failure cannot be determined.